Manufacturer narrative:
Patient information not provided due to (B)(6). A medtronic representative went to the site to test the equipment. It was reported that rad/gain calibrations were performed on the imaging system.

Event description:
A medtronic representative reported that, while in a spinal fusion, the image acquisition had ring artifacts present. It was reported that the surgeon opted to complete the procedure with the artifacts on the image. There was a reported delay to the procedure of one minute due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that testing revealed that the computer of the viewing station of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.